Event description:
Customer reported an unexpected negative reaction on the echo. Antibody screen was run on a patient sample with a previous history of anti-e. The screen on the echo was negative.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrid, lot id117 and retention capture-r ready screen (crrs) 3, lot r049. The reagents were used by the customer at the time of the event. A DHR review was performed to verify the reactivity of the e antigen on crrs (3), lot r049 at the time of release. Results indicate the product performed as expected at the time of release. The returned sample was tested in manual capture with retention crrid, lot id117 with selected e+e+ and e-e+ and e+e-. The sample was nonreactive with all reagent red cells tested. The sample was tested by manual tube hemagglutination test using selected e+e+ and e-e+ and e+e- from retention panocell-20, lot 24510, using immuadd as the potentiator. A room temperature incubation was included. No reactivity macro/micro was observed in all phases of testing.